Manufacturer narrative:
Lot#: unknown. Customer reported that it could possibly be 60266670 or 60265121 but was unsure which was the lot number. Expiration date: unknown as the exact product lot number wasn't provided. UDI #: a complete UDI # is unknown as exact product lot number wasn't provided therefore, a partial UDI# has been provided. Device manufacture date: unknown, as the exact lot number of the device wasn't provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss during laser fire occurred using a patient interface (pi). The procedure was completed successfully. No patient injury and/or complications were reported.